Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age unk), but the device displayed artifact and did not display the pt's ECG rhythm. The clinicians then obtained another device, and using that device with the same cables and electrodes, the device successfully monitored the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.